Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The contrast, down arrow and ok keypad buttons respond appropriately when pressed. The up arrow keypad button responds intermittently when pressed. All keypad buttons have normal spring back or click. The keypad was removed to investigate and revealed visible contamination under all of the contact buttons.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete and a supplemental report was submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.